Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08735 inches. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 639 mg/dl and then on (B)(6) 2018 with blood glucose of 520 mg/dl. The customer was treated by insulin and intravenous fluids. Troubleshooting was done for high blood glucose and under delivery. Customer was off the insulin pump since (B)(6) 2018. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.